Event description:
During the procedure, the device tip broke off into a tumor in the pt's lung. The needle was left in the pt to be surgically removed with the tumor at a later date. The dr noted that the pt coughed and the needle buckled. When he removed the device from the scope, the needle tip was not attached to the catheter. The physician had performed two biopsies previously but felt resistance and changed the device. This was the first pass with this needle.